Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results one flexiva 200 laser fiber was returned broken in two pieces. The first piece measured approximately 44.7 cm from the top of the connector to the break. The second piece measured approximately 42.1 cm from the break to the break. The remainder of the fiber, including the distal tip, was not returned. The conditon of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a flexible unilateral laser ureteroreno lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber ruptured. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used in a flexible unilateral laser ureteroreno lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber ruptured. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.